Manufacturer narrative:
Product not returned to manufracturer.

Event description:
It was reported that the fixture mount ((B)(4)) fractured. It was also reported that another implant was placed in the same surgery.

Manufacturer narrative:
One ha coated tapered screw vent implant was returned with the corresponding implant mount and mount screw. Visual inspection confirmed that the implant mount has become fractured at the hex feature. Both the implant and mount show a moderate amount of wear. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent® implant system 5161, rev. 3/12. & instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; breakage; page 3. The alleged malfunction has been confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.